Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted damage to the battery door. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed damage was not confirmed with a secondary root cause of misuse of the product which would have caused or contributed to the reported incident. Replication of the damage to the battery door is due to handling rough or use of excessive force. No relationship between the device and the reported incident was confirmed. Secondary root cause is misuse of the product due to the rough handling of the battery door. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: on the first firing of a segmental lung resectioning, the reload was connected to the adapter. The jaws were opened and closed, and articulation and rotation were checked. The device operated with no problem. The surgeon pushed the green firing button and started to fire, but the knife blade did not advance at all. The status indicator lights were not illuminated blue. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.